Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. All arms and legs were well deployed, and minimal tilt was noted. Approximately one year later, CT revealed ivc filter at the level of the l4 vertebral body and is unchanged. Subsequently, a few days later, follow up CT revealed non-occluding thrombus in the ivc, extending from the tip of the ivc filter superiorly has decreased in size from previous examination. Therefore, the investigation is confirmed for positioning issue and unintended movement. Additionally, it can be confirmed that the patient experienced thrombus above the filter post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. No alleged deficiency with the filter was reported. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. Minimal tilt was noted during deployment of the filter and post deployment non-occluding thrombus was identified above the filter. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.